Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the occluder head was very hot to the touch. There were no reported adverse consequences to the pt.